Manufacturer narrative:
It was noted that the evaluation codes were inadvertently omitted from the supplemental (follow-up # 1) medwatch report. No further information is available. The manufacturer has closed the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 7 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during a routine follow-up appointment, the patient reported experiencing several days of shortness of breath, lightheadedness and melena over the last two days. The patient was referred to the emergency department for further workup and was found to have hemoglobin (hgb) of 6.0 g/dl. The patient was taken to the implanting center via helicopter and, in route, the patient was transfused with 2 units of packed red blood cells (prbc). Upon arrival at the implanting center, the patient was additionally transfused with 3 units of prbcs. On (B)(6) 2017, an upper esophagogastroduodenoscopy revealed gastritis without bleeding. On (B)(6) 2017, a colonoscopy revealed 3 polyps. A resection was deferred due to anticoagulation. One non-bleeding arteriovenous malformation was also observed and clipped. Symptoms subsequently resolved and the patient was discharged. It was reported that altogether, the patient had received 7 units of prbc¿s. Anticoagulants at the time of event were aspirin and warfarin. No additional information was provided.

Manufacturer narrative:
(Reference MFR medwatch report # 2916596-2017-01958 for the patient outcome). Device evaluation: evaluation of the returned pump post-explant found a fixed tissue-like deposition in the lumen of the inlet tube. In addition, depositions of fixed denatured blood were found in the inlet elbow, the sealed outflow graft, and the outlet elbow. Depositions of fixed denatured blood were also found in the inlet stator, outlet stator, and around the rotor. The observed depositions appeared consistent with an interruption in flow, and did not appear to have formed while the pump was operating, due to the single, continuous structure. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A direct correlation between the evaluation of the returned device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient expired on (B)(6) 2017.